Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarm. Device had minor scratched lcd window, cracked case near display window corners, missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. She changed the battery and the buttons are not responding. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.